Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was automatically shutting off, chipping on the edges of the insulin pump and the screen was very scratched hard to read and blurry, unexplained non delivery alarms and motor error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm, no delivery alarm and unexpected battery power loss anomaly due to blank display. Motor passed motor test. Device received with cracked battery tube threads. Minor scratched lcd window, partial broken reservoir tube lip and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).